Event description:
On (B)(6) 2010, pt reported she went to the hospital for a non-diabetes related event on (B)(6) 2010. Blood glucose was 124 mg/dl before she went to the emergency room. Then, while in the waiting room, pt felt weak and like she was going to faint. Pt tested her blood glucose and it was 37 mg/dl. Target blood glucose is 150-200 mg/dl. Pt stopped her infusion device, and she was treated with a glucose IV. Blood glucose elevated to "160 something" following this treatment. Pt did not over bolus or forget to disconnect from infusion set while priming. She had not consumed alcohol. Time and basal rates were programmed correctly on infusion device. Insulin cartridge was in use for 3 days at the time of event. Infusion device was not dropped or exposed to water or insulin ingress. Pt has been "feeling out of it for the past few days" and has an appointment with a neurologist. Pt believes heat and humidity might have caused low blood glucose. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.